Event description:
A complete se peripheral stent was used to treat a dissection in the sfa of the right leg. It is reported that approximately 3 months post index procedure, the patient presented with osteomyelitis. The patient underwent a below the knee amputation of the right leg. It is reported that the patient recovered. Investigator assessed that the event was not related to the study device or study procedure. Approximately 17 months post index procedure, patient death occurred. Investigator assessed that the event was not related to the study device or procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).